Event description:
It was reported that at follow up, the device indicated t-wave oversensing. No therapy was delivered. The device remains implanted and the patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.